Manufacturer narrative:
It was reported that, during a total hip replacement surgery, while impacting, the side of one (1) polarstem modular head for 21000662 chipped off. Piece of head impactor was removed by the surgeon by hand and did not fall into the wound. No injury was reported as a consequence of this issue. The complaint device was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that there is a fracture at the distal end of the device. The fragment was returned as well. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 49 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that, during a thr surgery, while impacting, the side of one (1) polarstem modular head for 21000662 chipped off. Piece of head impactor was removed by the surgeon by hand and did not fall into the wound. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, while impacting, the side of one (1) polarstem modular head for 21000662 chipped off. Piece of head impactor was removed by the surgeon by hand and did not fall into the wound. No injury was reported as a consequence of this issue. The device was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 49 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.